Event description:
It was reported that a revision surgery took place to address a patient's varus-valgus instability. Per the sales representative, it was discovered intra-operatively that the plastic bearing within the hinge was broken. The parts were discarded at the hospital following explantation.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
It was reported that a revision surgery took place to address a patient's varus-valgus instability. Per the sales representative, it was discovered intra-operatively that the plastic bearing within the hinge was broken. The parts were discarded at the hospital following explantation.